Event description:
A surgical patient was being moved from the operating room table to an ICU bed. The right chest tube was pulled out by staff during transfer. The patient required placement of another chest tube.